Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported that a mayfield swivel adaptor was found broken in two pieces. This was an "out of box" event and did not involve any pt.